Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.4. Other lot number includes 3249702 and other expiration date includes 2026-08-31. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. H.4. Other lot number device manufacture date is 2023-09-12.

Event description:
Material #:381511 , batch#:3249702, 3066132. It was reported that the bd insyte-n autoguard winged yel 24gax.56in catheter tip had a shredding issue. The following information was provided by the intial reporter: it was reported by customer that the recent safety alert regarding the insyte-n autoguard 24 g catheter tip. Verbatim: rcc received a complaint via email. Per a recent safety alert regarding the insyte-n autoguard 24 g catheter tip, reference number 381511. We had about 1 case total of the lot#'s 3249702 and 3066132 on hand at our facility. I need to inquire about how to return this product to you. Please advise. We have quarantined all affected lot#'s. Response: we received an email from our leaders in regard to a level 3 safety alert for the insyte-n autoguard 24 g catheter (reference number (B)(4)). It stated that lot#'s 3249702 and 3066132 tips may shred. These two lot#'s exhibited the shredding issue and were removed from our wellstar cobb facility. Upon receiving this email, I went and pulled the lot#'s that we had at our facilty and quarantined them. We have not had any reports at our facility (B)(6) hospital.

Manufacturer narrative:
Investigation results: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No additional information.